Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product found blood visible on the shaft, balloon, stent implant and in the guide wire lumen. There was contrast in the inflation lumen. This is consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There was one flared proximal stent strut noted, confirming the reported information. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. It is likely that the stent caught on the tip of the guiding catheter, damaging the strut, and contributing to the difficulty removing the sds through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that may have contributed to this event and all lot release testing met manufacturing criteria. The reported failure to advance, stent damage, and difficulty removing the sds appear to be related to the operational context of the procedure.

Event description:
It was reported that after pre-dilatation, the 3.0 x 28 mm promus rx stent delivery system (sds) was unable to cross the lesion site in the heavily tortuous and calcified right coronary artery. Upon removal, the promus stent was noted as having flared proximal stent struts which occurred possibly due to resistance during removal of the sds. A second promus sds was also unable to cross the lesion site. A non-abbott sds was therefore used successfully to complete the procedure. No adverse patient effects were reported. No additional information was provided.